Event description:
It was reported that a heater line disconnected from its solution bag during peritoneal dialysis therapy. The technical service representative (tsr) advised the home patient to start over with new supplies to continue therapy. There was no serious injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review cannot be performed since there was no lot number provided. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.